Event description:
It was reported that there was a catheter issue, an occlusion located in the distal segment. A dye study was done. The catheter was explanted completely and replaced on (B)(6) 2015. It was unknown if there were any patient symptoms or complications were associated with the event. Patient's status at time of report was "alive-no injury." It was reported on (B)(6) 2015 that the patient was responding well to their therapy. The pump system was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).